Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer is a second hand user. She stated that the chair just stopped on her while she was riding outside.